Manufacturer narrative:
This is a supplemental report to MFR. Report #:1218950-2016-02354.  The FDA registration number initially chosen was incorrect.

Event description:
The customer reported the display garbled. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement.